Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed teflon pad damage. A probe check was performed on the device and no anomalies were found as both switches were normal. The teflon pad was inspected and found severely worn and the metal jaw was exposed. The proximal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage can result from continuous activation of the output without tissue between the probe and the grasping section.

Event description:
Olympus was informed that toward the end of a unspecified therapeutic procedure, the grasping section of the device broke while cutting tissue. An error message was observed stating "the handpiece would not activate". The device was replaced with another similar device and the intended procedure was completed. There were no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the reported incident, but was provided limited info.